Event description:
The report stated that "the balloon could not maintain the inflation at the inflation test before use. A hole was noted on the balloon. Another catheter was used." Follow up with the customer confirmed that the balloon was tested and actually no problem was noted before use; the balloon did not inflate when the catheter was inserted. The catheter was removed and the balloon was tested again, then balloon leakage was observed. Another catheter was used. There were no patient complications reported.

Manufacturer narrative:
One catheter was returned with attached monoject 1.3cc syringe for evaluation. No introducer or contamination shield was returned. The balloon did not inflate due to leakage from the balloon latex. The balloon was ruptured at the central area, around the circumference. The balloon latex of the distal side was flipped over. The latex did not match up at the ruptured site but both sides of the ruptured edge were the same shape; it could not be determined if any balloon material was missing. Balloon inflation test was performed with returned 1.3cc syringe. The balloon and the catheter body were immersed in water and pressurized with air to visually determine source of leakage. No visible damage to the catheter body was observed. Visual examinations were performed under 10x and 20x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. It appears that some procedural factors may have contributed to the event. No actions will be taken at this time.